Manufacturer narrative:
While on the phone with the user, dario's representative sent a replacement of dario's strips and control solution to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, dario's representative followed up with the user, however the user was unable to troubleshoot at that time. Four days later, the user contacted dario and reported that his doctor gave him a non-dario device in order to test his bg level. The user refused to troubleshoot any further. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) 2023, the user contacted dario to report low blood glucose (bg) readings. The user reported receiving bg readings of 70 mg/dl and 21 mg/dl while on the phone with dario's representative.